Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 7/6/2017, device evaluation: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: confirmed 064-0001 errors (motor error occlusion during prime) in black box. Complaint cannot be duplicated during the investigation. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring...opened pump to inspect motor related components; no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.